Event description:
The technician alleged that the side rail would not latch. No pt impact.

Manufacturer narrative:
The technician found the side rail latch plate and shoulder screw is missing. The technician replaced the side rail latch plate and shoulder screw to resolve the issue.